Manufacturer narrative:
As received, a complete lead was returned in one piece. The field report of insertion difficulties could not be inserted was confirmed. Visual inspection of the optisure lead revealed the helix was extended, clogged with dried blood, and the inner coil over-torqued at the connector region, which is consistent with the attempted implant procedure. The sample stylet was found unable to advance due to overtorqued inner coil at the connector region during functional testing. Electrical testing found no indication of conductor fractures or internal shorts. No anomalies were found on the lead with the exception of damage consistent with that occurring at the time of attempted implant.

Event description:
During implant, the physician was unable to insert the stylet into the right ventricular lead. The lead was explanted and replaced. The patient's status was stable.

Event description:
During implant, the physician was unable to insert the stylet into the right ventricular lead. The lead was explanted and replaced. The patient's status was stable.